Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect pcba (printed circuit board assembly) for evaluation. The component was installed to a known good unit and powered up in operation mode. The representative reported the unit began to auto-cycle. The unit alarmed with circuit disconnect, high pip (peak inspiratory pressure) and xdcr fault (transducer faults). The event error log was viewed and found multiple xdcr fault occurred events. The representative was able to duplicate the reported issue and isolated the root-cause to pt 802 which has failed on 0 cmh20 pressure transducer calibrations. This would cause the unit to fault as a disconnected circuit. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays xdcr (transducer) fault, high rate, high pip (peak inspiratory pressure), low ve (low minute ventilation) alarms. The customer reported running calibrations, but the issue was not resolved. There is no report of patient involvement associated with the event.